Manufacturer narrative:
Block e1: initial reporter city and initial reporter province is (B)(6); reported here as the initial reporter city and province exceeded the character limit for the designated field. Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the colon during a gastrointestinal dilation procedure performed on (B)(6) 2025. During the procedure, the pressure did not increase even when dilation exceeded 12 mm. There was a possibility that the balloon may have had a hole prior to or during inflation. The procedure was not completed due to this event and the patient was sedated when the procedure was cancelled. There were no patient complications reported as a result of this event.